Manufacturer narrative:
The insulin pump wss recevied with no button response due to unlocked connector on lcd board. No frozen screen noted. Unable to test for time clock orback light anomaly due to no button response. Pump received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was performed. The device was returned for analysis.